Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family or friend reported via phone call that they received an insulin flow blocked alarm. Troubleshooting for insulin flow blocked alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer's family or friend stated that they were reporting a past event. The customer's family or friend was not able to provide a defined answer whether issue was resolved by changing the infusion set and reservoir, however the customer's family or friend stated that they were currently treating with the insulin pump for high blood glucose. The product will not be returned for analysis.